Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that a 11-years-old male child patient faced a bent cannula on (B)(6) 2023. The patient's blood glucose level reached 34 mmol/l, which they tried to treat with correction injection via multiple daily injection. His ketone level was high which the healthcare professional assessed as dangerous or life-threatening. Moreover, the issue occurred with one infusion set used for ten to twelve hours and the site location was patient's abdomen. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.